Event description:
The customer's family member reported that customer was hospitalized. They did not provide details and stated they were in a rush. It was unable to find out it customer was hospitalized for high bgs or low bgs. The contact wanted to know if the body could reject infusion sets. Advised customer it can reject it and therefore the cannula can be occluded.